Event description:
The international customer reported the ventilator alarmed due to a data acquisition pcb ads failure. The customer reported the unit was in use, but there was no pt harm.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the data acquisition printed circuit board assembly (pcba) to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported the ventilator alarmed due to a data acquisition pcb ads failure. The customer reported the unit was in use, but there was no patient harm.

Manufacturer narrative:
Pr#: (B)(4). Pt info was requested. Customer reported it is unk which pt was on the unit at the time of the event.